Event description:
Information was received from a patient who was receiving saline (pfns, pbs) via an implantable pump for unknown indications for use. It was reported that they were recently implanted on (B)(6) 2026 and stated the pump hurts and was killing them (agent understood this as a figure of speech), and they were in a lot of pain. Patient stated they went to the emergency room 2-3 times, and the healthcare provider (hcp) there connected to their pump and told the patient there is only saline solution in the pump. Agent emailed physician listings. Patient does not have a patient therapy manager (ptm) and stated they were only given a brochure. Patient stated they are in a lot of intense pain and added that the pump was implanted in their back right over a pain spot and they can't do heat or ice because it doesn't reach the pain spot. Patient added that the pump is so big and they are a pretty small person with not a lot of fat on them and they can't lay down flat and the edge of the pump is right next to their spine so they either have to lean on their upper or lower back and hunch forward when they drive. Agent reviewed role of representative and provided national answering service (nas) and redirected patient to their hcp to further address the issue. Additional information was received from the patient on 2026-jun-18. The patient reported that they do have a high tolerance, for example the patient was provided a 10 mg of morphine at the hospital and it didn't make them loopy but does provide some relief from their pain. The patient mentioned a 50 mcg fentanyl patch took care of their pain. They stated they had been to the hospital 5 times since implant because their pain was so bad. They stated the pump was implanted in their lower back area, right where their main pain centers. They had a lot of pain right at that area where the pump was, and usually they would use heating pads or ice to help sooth it. Now that the pump was there, they couldn't. The patient stated they couldn't lean back and only slept about 2 hours because it was so painful and uncomfortable. They had to use a pillow to lean back while sitting. They stated they were not sure where the was implanted but the stitches were low around the s1 area. They had lot of pain across their lower back that went down their legs and felt like lightning. The patient stated their feet went from feeling like a charley horse to now burning/feeling so hot like they are standing on a very hot sidewalk on a very hot summer day. They stated they were in pain all of the time. The patient stated they had been titrating themselves down/off their pain management such as vicodin pills and fentanyl patches. They mentioned they were waiting to have mris done. The agent reviewed the manufacturing representative (rep) vs healthcare provider (hcp) role and directed the patient to further discuss with their hcp. The agent reviewed resources available to hcps. Additional information was received from the patient. The patient reported that they do have a high tolerance, for example the patient was provided a 10 mg of morphine at the hospital and it didn't make them loopy but does provide some relief from their pain. The patient mentioned a 50 mcg fentanyl patch took care of their pain. They stated they had been to the hospital 5 times since implant because their pain was so bad. They stated the pump was implanted in their lower back area, right where their main pain centers. They had a lot of pain right at that area where the pump was, and usually they would use heating pads or ice to help sooth it. Now that the pump was there, they couldn't. The patient stated they couldn't lean back and only slept about 2 hours because it was so painful and uncomfortable. They had to use a pillow to lean back while sitting. They stated they were not sure where the was implanted but the stitches were low around the s1 area. They had lot of pain across their lower back that went down their legs and felt like lightning. The patient stated their feet went from feeling like a charley horse to now burning/feeling so hot like they are standing on a very hot sidewalk on a very hot summer day. They stated they were in pain all of the time. The patient stated they had been titrating themselves down/off their pain management such as vicodin pills and fentanyl patches. They mentioned they were waiting to have mris done. The agent reviewed the manufacturing representative (rep) vs healthcare provider (hcp) role and directed the patient to further discuss with their hcp. The agent reviewed resources available to hcps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.